Event description:
It was reported that shaft break occurred. The target lesion was located in a non-tortuous and moderately calcified coronary artery. Following pre-dilation with 2.5 x 15 emerge balloon catheter, a 3.00 x 28mm synergy xd drug-eluting stent (des) was advanced for treatment. However, the device failed to cross the lesion and the shaft broke off slightly. The device was removed and the procedure was completed with a 2.75x28 synergy des. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1: initial reporter first name: (B)(6). Device evaluated by MFR.: synergy xd mr ous 3.00 x 28mm stent was returned for analysis. Examination of the crimped stent via scope found evidence of damage with stent struts from the mid stent region lifted and pulled in all directions. The undamaged crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. Examination of the tip via scope found no damage to the tip. A visual and tactile examination of the hypotube found no issues. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in a non-tortuous and moderately calcified coronary artery. Following pre-dilation with 2.5 x 15 emerge balloon catheter, a 3.00 x 28mm synergy xd drug-eluting stent (des) was advanced for treatment. However, the device failed to cross the lesion and the shaft broke off slightly. The device was removed and the procedure was completed with a 2.75x28 synergy des. No patient complications were reported.